Event description:
This lead was attempted on (B)(6) 2011, but not implanted, due to the lead clotted up. The physician was dr. (B)(6) at (B)(6) in (B)(6), md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).